Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet, with a highest blood glucose of 304 mg/dl over approximately five hours and no symptoms, which improved to 240 mg/dl after changing the infusion site from a scarred upper abdomen area to a new location; no alerts or alarms were reported, dinner was dosed on time, and no new medications were taken. Symptoms included no clinical manifestations. Outcomes included self-management with troubleshooting and education completed, without healthcare utilization. Investigation included customer care assessment, review of device use, and guided infusion site change. Investigation of this case revealed that the hyperglycemia was likely related to infusion site issues consistent with scar tissue interference, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related infusion site impairment. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.